Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a high force issue occurred. The issues related to force readings is not MDR reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. On 12/17/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (fal) for evaluation. During initial visual analysis on 12/17/2018, a reddish material was found in the pebax sleeve along with a hole in pebax, approx 0.5cm from distal tip. A hole on the pebax is considered a reportable malfunction. On 1/11/2019, further analysis of the return product identified a ¿cut¿ on the pebax. This finding has been reviewed and determined to be an MDR reportable malfunction. On 1/15/2019, a scanning electron microscope (sem) analysis showed evidence of ¿mechanical damage, stress marks and a hole on the surface of the pebax.¿ this finding continues to be MDR reportable. Device evaluation details: the device evaluation has been completed. The device was visually inspected and reddish material was found inside the pebax and a hole was observed. Then, the magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17770343l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a high force issue occurred. It was reported that there were high force readings when doing ablation. It was also reported that the force vector would go into a different direction. The grounding cables were inspected making sure there were no other cable crossing. The cable was replaced, and the issue remained. Then thermocool® smart touch® sf uni-directional navigation catheter was replaced and the issue resolved. There was no patient consequence. The issues related to force readings is not MDR reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. On (B)(6) 2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (fal) for evaluation. During initial visual analysis on (B)(6) 2018, a reddish material was found in the pebax sleeve along with a hole in pebax, approx 0.5cm from distal tip. A hole on the pebax is considered a reportable malfunction. This complaint was originally considered nonreportable, however, bwi became aware of a reportable malfunction on (B)(6) 2018 and has reassessed this complaint as reportable.